Event description:
A falsely depressed pro-bnp result of 58.1 pg/ml was obtained on a qc sample. The expected recovery was approx 500 pg/ml. Repeat testing showed acceptable recovery. This incident did not involve pt samples and was not reported to a physician. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely depressed pro-bnp qc result. The likely cause for the falsely depressed pro-bnp result was obstruction of the ctip (pipet tip) with testpak foil based on the observation of foil in the instrument waste container post-analytically.